Event description:
It was reported that the touchscreen was not responding to touch in certain areas. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to ensure the pump screen and hands were clean and dry and guided them through a touchscreen test, which failed at step three. The customer declined to reset the pump until a backup therapy was available.